Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the touchscreen would not calibrate. There was no patient involvement. The customer called in for support however they did not have an active service contract. The customer replaced the touchscreen and confirmed the issue was resolved.